Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, nurses had pulled the drawer too roughly and had disrupted the cabling at the back. The drawer was unable to close, and the pyxis machine was turned off. Customer had pulled the patient specific medications and had placed them on top of the pyxis machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.